Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-59436. Additional data received warranting a new medwatch: b5 b6 h6. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii-IV and rupture. The reported event or events are physiological complications (capsular contracture baker grade iii-IV), and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported left side capsular contraction baker grade iii, pain, lump under armpit, and implant disfigured/indentation. Healthcare professional later reported capsular contracture baker grade IV. Patient later reported rupture. The device remains implanted.